Event description:
Pace medical was notified on june 19, 2011 by (B)(6) by letter that unit had a fault.

Manufacturer narrative:
Customer returned the device stating it was not functioning. The device was examined and needed to have waivers applied that all devices required. The waivers were part of a field safety notification and (B)(6) sent to all users of the device. After waivers were applied the device was re-calibrated and final tested. The device passed all tests and was returned to the customer. Reason for complaint: the result of observations found leading to field action for devices of certain serial numbers.